Event description:
It was reported that the nurse was trying to initiate therapy and has alerts 01 (patient line open) and 02 (no flow). Mis walked nurse through stopping therapy, emptying pads, disconnecting and reconnecting with proper technique. Nurse started therapy, device primes and then had no flow. Checked system diagnostics, inlet pressure was -0psi, circulation pump command was 100, mixed pump command was 100, heater command was 0, water reservoir level was 5. System hour was 3915, pump hour was 3278. Mis advised this device need to go to biomed. Nurse switched patient to a new device flow rate was 3.2lpm. Per additional information received on 18-nov-2022 during preventive maintenance the device was alerting 01 patient line open and 02 low flow. Mis instructed caller to stop therapy, empty pads, disconnect pads, and reconnect with proper technique. Biomed believed it was just a bad connection. Per biomed via phone on 22-nov-2022, device was received from the floor with the same flow issues. Biomed followed mis instructions and device started to work fine, biomed was not able to re-duplicate the issue. No patient injuries were reported. The device was back in use.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as biomed department was unable to reduplicate the issue. Mis walked nurse through stopping therapy, emptying pads, disconnecting and reconnecting with proper technique. Nurse started therapy, device primes and then had no flow. Checked system diagnostics, inlet pressure was -0psi, circulation pump command was 100, mixed pump command was 100, heater command was 0, water reservoir level was 5. System hour was 3915, pump hour was 3278. Per additional information received during preventive maintenance the device was alerting 01 patient line open and 02 low flow. Mis instructed caller to stop therapy, empty pads, disconnect pads, and reconnect with proper technique. Biomed believed it was just a bad connection. Per biomed, device was received from the floor with the same flow issues. Biomed followed mis instructions and device started to work fine, biomed was not able to re-duplicate the issue. No patient injuries were reported. The device was back in use. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to initiate therapy and has alerts 01 (patient line open) and 02 (no flow). Mis walked nurse through stopping therapy, emptying pads, disconnecting and reconnecting with proper technique. Nurse started therapy, device primes and then had no flow. Checked system diagnostics, inlet pressure was -0psi, circulation pump command was 100, mixed pump command was 100, heater command was 0, water reservoir level was 5. System hour was 3915, pump hour was 3278. Mis advised this device need to go to biomed. Nurse switched patient to a new device flow rate was 3.2lpm. Per additional information received on 18-nov-2022 during preventive maintenance the device was alerting 01 patient line open and 02 low flow. Mis instructed caller to stop therapy, empty pads, disconnect pads, and reconnect with proper technique. Biomed believed it was just a bad connection. Per biomed via phone on 22-nov-2022, device was received from the floor with the same flow issues. Biomed followed mis instructions and device started to work fine, biomed was not able to re-duplicate the issue. No patient injuries were reported. The device was back in use.